Manufacturer narrative:
H6: the associated device was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. A dimensional evaluation of the returned device could not confirm the stated failure mode. The device was found to be within tolerance. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. The contribution of the device to the reported event could not be corroborated. Since the device was found to be within tolerance, a probable cause is not warranted. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during tha surgery, the trigen low profile screw 5.0mm x 30mm in package did not match to the length specified on the label. Device was handled, but not used on patient. The surgery was completed, after a non-significant delay, with a smith and nephew back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).